Event description:
It was reported that during preventative maintenance (pm), the cs300 intra-aortic balloon pump (iabp) experienced a failed battery test. There was no patient involvement and no adverse event was reported.

Manufacturer narrative:
The getinge service territory manager (stm) that evaluated and repaired the iabp was the one that encountered the reported issue mentioned in b5.

Event description:
It was reported that during a preventative maintenance (pm) performed by a getinge service territory manager (stm), the cs300 intra-aortic balloon pump (iabp) failed the battery run time test. There was no patient involvement and no adverse event was reported.

Manufacturer narrative:
A getinge service territory manager (stm) evaluated the unit and replaced the batteries. The iabp was then functional tested without any further failures with all safety, calibration, and functionality checks to factory specifications. The iabp was released to customer and cleared for clinical use. (B)(6).

Event description:
It was reported that during preventative maintenance (pm), the cs300 intra-aortic balloon pump (iabp) experienced a failed battery test. There was no patient involvement and no adverse event was reported.